Manufacturer narrative:
Device evaluation follow-up #1 submitted 05/06/2014: the device was returned to animas and evaluated by product analysis on 04/25/2014 with the following results: no defect was found. Unable to duplicate the complaint. Pump boots to the verify screen with audible and vibratory features. Pump successfully completed a 24hr duration test. The pump correctly calculated the bolus amounts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump is calculating to give a higher bolus than what the reporter calculates manually. For example, pump is advising to give a 6.05u bolus but when reporter calculates same, her result is 5.3u bolus. The miscalculations are only occuring during school hours, not when patient is at home. Customer support advised the reporter that animas will contact the patient's mother to troubleshoot the pump, then left a message with requesting that she contacted animas with pump in hand for troubleshooting the bolus calculations. There is no report of an adverse event. This complaint is being reported based on the allegation that the pump is calculating the bolus inaccurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.